Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The technical assistance center (tac) technician attempted to provided troubleshooting with the user over the phone. The biomed stated that this event occurred during a procedure. The EU-me2 connected to the cv-190 with computer going to front of cv-190. He tried to toggle through video source but was not getting any image or a grey box to appear. The biomed then hooked up the sdi cable going from EU-me2 sdi out over to the cv-190 sdi output. The doctor advised that the picture was appearing, but he was unable to toggle. The technician recommended to power cycle both units and after was advised that the toggle was now functioning. The doctor confirmed that he could now toggle between the pip and endoscopic image with no other issues.

Event description:
The user facility reported that there was an issue with the device. The picture in picture (pip) for the ultrasound image is not working. The cv-190 was not getting an ultrasound picture for the pip at all. There was no patient injury or harm. No additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event.